Event description:
The customer reported that the system displayed communication error messages. This error message will likely result in a system shut down, lock up or prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo connector were replaced. The system was then found to be operating as intended.